Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the monitor board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately froze and displayed "internal error occurred - system reset required" message.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.